Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace minicap transfer set with minicap d3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4). G4: combination product: add no (previously blank). Additional information was added to h3, h6 and h11. H11: the device was received for evaluation. A visual inspection with the naked eye noted the twist clamp was not fully aligned to the notch of the main body. Functional tests including leak and clear passage tests were performed with no issues noted. A clamp function test was performed and no internal leak through the closed clamp was observed; however, the detent of the twist clamp did not fully align with the notch of the main body. An accurate torque engagement test could not be performed due to the detent was not fully aligning with the notch.the reported condition of leaks with the twist clamp closed was not verified, however, the sample did not meet specification for clamps difficult to open and or close.the cause of the condition was determined to be a manufacturing related issue which occurred during the milling process in production. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. The event was further described as ¿leak from female connector even the clamp was closed." This occurred after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.